Event description:
Shiley flex model 10cn10h tracheostomy tube was inserted using blue rhino single dilator technique in a patient with covid 19 ventilated patient. Procedure was uneventful. Tracheostomy tube cuff inflated to 25 cm using intellicuff. Air leak noted and required progressively more air introduction up to 45 cm pressure in the cuff to eliminate air leak. Similar problem has been noted several other times with size 8 (model 8cn85h) shiley flex tube often requiring change to shiley xlt tube. It appears that shiley flex tapeguard cuff design is not able to maintain cuff seal at safe (25-30cm) pressure especially in patients with covid on peep. FDA safety report ID# (B)(4).